Event description:
Baxter received a report concerning a ruptured reservoir observed on an intermate sv, while filling the device with normal saline solution. No drug was used. No injury or medical intervention was reported.